Manufacturer narrative:
On 16-aug-2023, the following additional information was obtained from the surgeon: the vessel sealer extend (vse) instrument was inspected prior to use and there was no damage or anything out of the ordinary identified. The surgeon did not notice any issues with the functionality of the vse instrument. The vse instrument did not collide with any other instruments or hard material during the surgical procedure. The csr noted that a fragment of the vse fell inside the patient during a collision. The surgical staff did not feel any resistance upon removal of the vse instrument through the cannula. Upon the final removal of the vse instrument the wrist was straightened, and there was no damage to the cannula after the removal of the vse instrument. No additional damage was noticed to the vse instrument after the reported event occurred. The fragment that fell into the patient was retrieved by assistant using an instrument, and it was confirmed via x-ray that all the fragments were retrieved. There was no surgical delay. The procedure was completed robotically with no patient injury or harm. The patient had not returned to the hospital due to experiencing any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and a broken grip was found. Additionally, the vse instrument was found to have a piece approximately 0.066" x 0.035" missing from the grip tip at the corner. The broken piece was not returned for evaluation. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer observed that when the tip of the vessel sealer extend (vse) was opened debris appeared on the camera. When the customer removed the vse from the patient and was inspected it was discovered that the tip of the vse was missing. The procedure was continuing as planned with no reported injury.